Manufacturer narrative:
This report was submitted under the incorrect manufacturing report number. The correct manufacturing report number is 3001883144. Explant was reported due to regurgitation and upon explant a leaflet tear and pannus was noted. The investigation confirmed that leaflets 2 and 3 were torn. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve which extended onto the bases of leaflets 1 and 2. Leaflets 1 and 3 had fibrous thickening. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined; however, the pannus noted on the inflow surface had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2016, a 19mm trifecta valve was implanted with non-everting mattress suture technique using pledgets in the patient's aortic position, due to calcification. An abbott sizer was used in the surgery. The patient presented at the hospital due to sudden difficulty in breathing. Severe aortic regurgitation (ar) was confirmed in the echocardiograph, although no regurgitation had been confirmed in the previous follow-ups. On (B)(6) 2021, a semi-emergency re-do aortic valve replacement (avr) was performed. The trifecta valve was explanted and replaced with a 21mm crown prt valve(manufacturer: livanova). Upon explant of the trifecta valve a tear on the left side of the noncoronary cusp (ncc) stent post was noted and mild pannus on the right coronary cusp(rcc) and left coronary cusp (lcc) were seen. It was reported that the cuff and the stent part of the valve got damaged upon explant. The patient has recovered and is in stable condition postoperatively.